Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 2938836-2020-06721, 2938836-2020-06723. It was reported that patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.